Manufacturer narrative:
The customer-reported issue was confirmed and reproduced during investigation testing. The cause was determined to be an intermittent malfunction of the power management board. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The companion 2 driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the companion 2 driver was unable to detect the two external batteries; however, it did recognize the internal battery.